Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ anesthesia station es, the drawer repeatedly failed to open and remain closed. It was necessary to frequently go to the unit, shut down and restart the machine, and manually force the drawer closed to get it to stay shut. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.